Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a physician via website on 21 may 2020, that on (B)(6) 2020, the consumer received treatment for abrasion in the right eye. Additional information received on 12 jun 2020, states on (B)(6) 2020 patient was diagnosed with corneal abrasion involving about 50% of the cornea abraded. A bandage contact was performed for 24 hours and consumer returned to the ecp the next day with 60% of the abrasion healed. Another bandage was applied for the next 24 hours. On (B)(6) 2020 slight superficial punctate keratitis was noted. Patient was recommended to use an ocular lubricant at bedtime for 2 weeks and artificial tears throughout the day. On (B)(6) 2020, keratitis was resolved and on (B)(6) 2020 all events were resolved and consumer resumed contact lens wear.